Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: b3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure a guide wire could not pass through the perforated tfna screw when attached to the t handle and the handle core. With another screw, the guide wire can pass through successfully. Procedure was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the tfna scr perf l85 tan. The internal and external threads present no damage and no obstruction was identified on the cannulation. No other issues were identified. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide se_847003 rev. Af insert screw: starting notes: the screw advances 1.75 mm increments by turning the handle 180° (or 3.5 mm by turning 360°). When adjusting for final positioning, always rotate the handle clockwise, further engaging the screw in the bone. Do not rotate counterclockwise as this will leave a gap between the screw and the bone. The screw can be over inserted a maximum of 1 (one) full turn. The etched image on the inserter indicates the orientation of the lateral oblique end of the screw. Pass the screw insertion assembly over the guide wire, through the guide sleeve and through the nail. Advance the screw by turning the inserter clockwise until the line on the inserter meets the flange surface of the guide sleeve. At this depth the screw tip will be positioned at the tip of the guide wire. Assure that the inserter handle is aligned to the aiming arm. This is essential for proper engagement of the locking mechanism. Precautions: image intensifier should be used during screw insertion to monitor positioning. Assure that the guide wire is in place while inserting the tfna screw to prevent the cannulation from clogging, impeding an optional augmentation procedure. A dimensional inspection was performed for the tfna scr perf l85 tan and met specifications. A functional test was not performed as the mating guide wire was not received to assess the interaction between the devices. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the tfna scr perf l85 tan was found to have no damage or defects. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There was no indication that a design or manufacturing issue contributed to the complaint. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument manufacturing date: 06-dec-2024 expiration date: 01-nov-2034 part number: 04.038.185s, tfna fenestrated screw 85mm -sterile lot number: 44218p5 (sterile) lot quantity: (B)(4). Review of the DHR file: component part manufactured by elmira; lot numbers 42379p2 qty (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 30428 supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 44218p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review a manufacturing record evaluation was performed for the finished device with batch number 44218p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.